Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline age of the study is (B)(6). Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: effectiveness and accuracy of arrhythmia detection algorithm with the reveal linq insertable cardiac monitor. 2018 jun 24;46(6):470-474. Doi: 10.3760/cma.j.issn.0253-3758.2018.06.011. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal abstract was reviewed which contained information regarding implantable cardiac monitors (icms). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The abstract reports detection inaccuracies for clinical use for tachycardia, bradycardia, and the automatic atrial fibrillation (af) and pause events detection algorithm. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.